Event description:
Patient received an implant on (B)(6) 2012 of a 22mm bifurcated device, two 25 mm suprarenal aortic extensions, one 25 mm infrarenal aortic extension and two 20mm limb extensions. During a follow up visit patient was detected that the left renal was covered and the right renal was thrombosed. During the initial procedure the physician could not adjust the c-arm parallax view which may have contributed to covering the left renal. The left renal was covered by 25mm suprarenal aortic extension. On (B)(6) 2012 the physician removed the thrombus and implanted cordis stents. Patient is doing well with a single (right) kidney. Patient was treated for endoleak (reference MDR report # 2031527-2012-00106).

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Actual device not returned hence no device evaluation performed. No conclusion can be drawn. It was reported that during the initial procedure, the physician could not adjust the c-arm parallax view, which may have contributed to covering the left renal. The instructions for use (IFU) states "do not deploy the afx system stent graft in a location that will occlude arteries necessary to supply blood flow to organs or extremities. Do not cover significant renal or mesenteric arteries or both hypogastric vessels with the stent graft. Vessel occlusion may occur." Renal complications and subsequent attendant problems are known as a potential adverse event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned for evaluation.